Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery multiple times. The customer's blood glucose level was unknown at the time of the call. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The issue was resolved with a set change. The customer was sent replacement reservoirs and returned their used reservoir back for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set and out the catheter tip. No occlusion was noted.